Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2021 from date manufacturer was made aware. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patients implantable pulse generator (ipg) was replaced for unknown reason.